Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The output was activated in seal & cut mode while the distal end of the grasping section was grasping a hard and thick tissue. Therefore, the probe came into contact with the tissue pad at the rear end of the grasping section. As a result, the tissue pad was worn out. 2. Since the tissue pad was worn out, the non-insulated area of the grasping section came into contact with the probe. 3. The output was activated while the non-insulated area of the grasping section was contacting the probe. This caused scratches on the probe. This also caused short circuit error. 4. A force to activate the output in seal & cut mode, or a force to grasp a tissue might have been applied to the probe. Therefore, the cracks started from the scratched area. 5. A force was applied to the probe causing it to break. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.¿ olympus will continue to monitor the performance of this device.

Event description:
As reported for this event by the customer, during a therapeutic was laparoscopic radical operation of endometrial carcinoma procedure, frequent u508 short circuit error messages were received for the device less than five minutes after use. A check was made for the device which indicated that there was an issue with the device and the device probe broke off outside the patient body. A first device of the same model number but different lot was used prior to this device. However, the same issue had occurred with the first device. The broken piece again fell off outside the patient body. The procedure was successfully completed with a third device with a delay of more than 15 minutes. There is no harm or adverse impact to the patient.there was no issue of the devices coming into contact with metal or having been stuck while in use that could have contributed to the event.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital, (B)(6) medical college, (B)(6) university of science and technology. There are two failed devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device probe was broken. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.